Manufacturer narrative:
Document review: versafitcup dm acetabular cementless shell 0 58, code 01.26.58mb - lot 133457 ((B)(4)shells produced): all parameters were found to be in accordance with the specifications valid at the time of manufacturing. (B)(4) items belonging to this lot have been already sold and no similar incidents have been reported. Versafitcup dm acetabular hc pe liner 0 58, code 01.26.2858mhc - lot 133478 ((B)(4) inserts produced): all parameters were found to be in accordance with the specifications valid at the time of manufacturing. (B)(4) items belonging to this lot have been already sold and no similar incidents have been reported. On the basis of the data collected, we have no evidences that the problem is device related.

Event description:
Reference importer report (B)(4).